Event description:
Sexually transmitted disease contracted from colonoscopy procedure performed in supply non-conformance, the equipment used was recalled due to contamination / product details: std gotten from colonoscopy procedure.